Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis and sepsis which was manifested by vomiting and diarrhea. The breach in aseptic technique was further described as the patient did not follow the instructions during pd given by the pd clinic. On the same day as onset of the events, the patient was hospitalized and was treated with unspecified antibiotics (intraperitoneal, doses and frequencies were not reported) for peritonitis. It was reported, the patient was transferred to the intensive care unit due to the sepsis event and was treated with an unspecified treatment. Twelve days after hospital admission, the patient was discharged from the hospital. Two days later, antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the events of peritonitis and sepsis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.